Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a flat crease, non-penetrating nicks, and white particles. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool on the posterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: - a striated edge opening on posterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and deflation. Device remains implanted.